Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3889, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence/ urgency frequency. Patient was experiencing burning on her back. Additional information reported 5 days later indicated "loose" and was unclear what was loose. It was reported the patient was given a bath and the wire came out. The consumer was advised to contact the healthcare professional (hcp). It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event.